Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient implanted with this pacemaker felt tired all the time and was uncomfortable. Additionally, it was also reported that the device moved when the patient lays down and the implant area was very sore. The patient was advised to consult with a physician. Attempts to obtain additional information were unsuccessful. To date, the device remains in service. No adverse patient effects were reported.